Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
It was reported that the device resets when in use. There was no patient use associated with the reported event.